Event description:
Customer reportedly obtained results of 8.0 inr and 5.5 inr on the coaguchek s system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system, however, customer declined returning system.

Manufacturer narrative:
Event occurred in (B) (6).